Manufacturer narrative:
(B)(4). The customer returned one, opened arterial kit for analysis. No definite signs of use were observed. Visual and microscopic examination confirmed the damage and revealed a slight kink 10mm from the distal tip. Adhesive residue was also observed within the swg tubing. After functional testing, adhesive was observed on the lab inventory swg. The observed adhesive likely contributed to the guide wire damage. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." A lab inventory guide wire was entirely threaded through the returned cannula , and met resistance. Functional testing of the returned guide wire could not be performed due to the damage. A device history record review was performed, and no relevant findings were identified. The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was kinked towards the distal end. Adhesive residue was observed within the swg tubing. Passing a lab inventory guide wire through the cannula revealed resistance from inside the cannula. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.